Event description:
The customer contact reported the device overheated and alarmed with a s233 (over temperature-psc) malfunction alarm code. The pump was returned to the biomedical department with a report of overheating and that the pump alarmed with an s233 (over temperature-psc) malfunction alarm code. In addition, it was noted that the device fan emitted an abnormal noise. No specific patient information, pump programming, or event details were provided. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
During testing and investigation, the device did not alarm with a s233 (over temperature-psc) malfunction alarm code; however, it was noted in the device history. During testing, the fan was noted to have an abnormal sound. Further testing found the device fan was not spinning fast enough to cool the device. The probable cause of the s233 malfunction alarm code was a broken cooling fan. This report represents all the information known by the reporter upon query by hospira personnel.